Event description:
Additional information was received indicating the event was resolved by capping and replacing the right ventricular lead.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed. The patient was stable and will continue to be monitored; there were no adverse consequences.